Manufacturer narrative:
Results: the catrx was kinked approximately 47.0 cm, 49.0 cm and 72.0 cm from the hub. The device was fractured at approximately 75.0 cm from the hub. The distal fractured segment was not returned for evaluation. Conclusions: evaluation of the returned catrx confirmed a mid-shaft fracture. Based on the damage at the fracture site, it is likely at a kink occurred prior to fracture. If the device is forcefully advanced against resistance or manipulated at an extreme angle, damage such as a kink and subsequently fracture may occur. The distal fractured segment was not returned for evaluation. Further evaluation of the device revealed kinks. This damage was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa), popliteal artery, and tibials using an indigo system catrx aspiration catheter (catrx) and a non-penumbra sheath. During the procedure, while making the second pass and advancing the catrx across the popliteal below the knee, the physician encountered resistance. Subsequently, the distal tip of the catrx broke off. The physician attempted to snare the tip but was unsuccessful. Therefore, the patient was taken to surgery and the catrx tip was successfully removed. There was no report of an adverse effect to the patient and the patient's current medical status is stable.